Event description:
On (B)(6) 2014 the reporter contacted animas alleging blood glucose levels down to 60 mg/dl with shaking, weakness, and changes in mood. The reporter indicated still having active insulin in the body from injections and indicated that the pump was connected for the first time but did not realize that the pump was delivering insulin yet. The reporter indicated that the low blood glucose was related to double dosing on insulin. The reporter was advised on the pump suspend feature on the pump to discontinue insulin delivery. There was no indication of a pump malfunction related to the event. This report is made based on the allegation that the patient experienced hypoglycemia related to use error of inadvertently starting pump therapy earlier than intended.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.